Event description:
It was reported that pump experienced malfunction alarm code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised caller to continue using pump and to call back if any malfunction code recurred, and caller acknowledged and understood these instructions.